Event description:
The customer reported to vyaire medical that the vela ventilator display is still powered on but screen was not responding. There was no patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and saw that the unit had some damage on the uim (user interface module). The functionality of the touch screen was verified and it performed good. Fio2 (fraction of inspired oxygen) monitor calibration was performed and the unit passed.ovp (operational verification procedure) was performed according to service manual and passed. The unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.